Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had an unspecified cartridge issue preventing insulin from flowing, the insulin gauge was inaccurate, and an unspecified cartridge alarm occurred. The customer's blood glucose level was 475 mg/dl. The customer reverted to an alternate method of insulin therapy.